Event description:
It was reported that the pump did not alarm when air bubbles passed through ail sensor. There was patient involvement and no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary : the report of ¿pump did not alarm when air bubbles passed through ail sensor¿ was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing. The returned pump module alarmed for air in line appropriately at the 250 l configuration threshold settings. The pump module was also tested for accumulated air bolus detection. After approximately 8 minutes from the start of the test, the pcu displayed ¿accumulated air alarm¿ with an audible alarm; indicating the unit is within tolerance and alarming appropriately. A review of pump modules and pcu error logs showed no errors related with the reported incident. The log table begins on (B)(6) 2025, at 12:11:40 am, when the first infusion the day of the reported event was programmed with a rate of 125ml/h and vtbi (volume to be infused) of 995ml. The infusion started with a pvi (primary volume infused) of 30.471ml and an svi (secondary volume infused) of 50.021ml. At 5:14 am the pump module alarmed accumulated ail (air in line) alarm with a pvi of 660.471ml and svi of 50.021ml, then the user pressed the silence button. At 5:18 am the user pressed the silence button again and then; the pump module was powered off. No further infusions with the suspect device were performed the day of the reported event. The bd alaris¿ system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿pump did not alarm when air bubbles passed through ail sensor¿ was not able to be identified from the log analysis or from the device extensive laboratory testing. The suspect pump module was fully tested, evaluated, and found to be operating within specification, and no issues or anomalies were observed during laboratory testing.

Event description:
It was reported that the pump did not alarm when air bubbles passed through ail sensor. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.